Event description:
This is a spontaneous case report received from a surgical buyer in united states on 08-jan-2015 which refers to a (B)(6) female consumer who had an attempt of essure (fallopian tube occlusion insert) insertion for permanent birth control on (B)(6) 2014, lot number used b61395 (expiration date aug-2016). It was reported that the essure wire broke during placement procedure. No further information was provided. Product technical complaint investigation and final assessment were received on 21-jan-2015: this adverse event report is related to a product technical complaint and was initiated due to a reported product technical issue. (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 14-jan-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product technical issue. The adverse event (ae) case refers also to a usability issue. No further adverse events were reported at this point in time. Since no further adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as, a quality defect was not confirmed nor an adverse event was reported at this point in time. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had an attempt of essure (fallopian tube occlusion insert) insertion and during placement procedure, essure wire broke. This event is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. Considering that the essure wire broke during placement, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received from physician 24-mar-2015 it was reported that the consumer's bmi was (B)(6). Gynecological interventions, problems and procedures were denied. Her concurrent condition included htn (interpreted as hypertension) and obesity. The insertion was performed at postpartum state (7 weeks). Sounding and general anesthesia were used. The insertion and visualization of the tubal ostium were considered easy. Fluid loss was less than 1500cc and the procedure did not take more than 20 minutes. After insertion, depo provera was used as back contraception. Hsg was not performed yet. A removal of bent coil and replacement was reported. Hospitalization was denied. Physician reported that no adverse event occurred, except of need to remove and replace. Follow up 10-apr-2015: despite of follow up request, no response to date. No new information was provided. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had an attempt of essure (fallopian tube occlusion insert) insertion and during placement procedure, essure wire broke. This event is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. Considering that the essure wire broke during placement, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Later, the non-serious event bent coil was informed. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information could be obtained.